Manufacturer narrative:
The device was received by depuy synthes power tools. The device was returned in a condition that made evaluation impossible. Therefore, the reported condition of "heat" could not be confirmed. The device will be scrapped and replaced. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.